Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the threading at top of reservoir compartment broke off a month ago and have been off since then and the ring the reservoir was unable to lock in place when inserted into pump. The blood glucose was 67 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).